Manufacturer narrative:
Blank display not found during testing. The insulin pump passed the self test, sleep current measurement, active current measurement and the displacement test. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had blank display. The blood glucose of the customer was 95 mg/dl. Customer stated the contacts on the battery cap were neither missing nor damaged. Customer also stated the spring was neither damaged nor corroded. Customer also stated display did not return after insulin pump restart. Customer was advised to discontinue use of insulin pump and refer to back up plan per health care professional instructions. Troubleshooting was performed but issue was not resolved. The insulin pump will be returned for analysis.